Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that implantable cardiac defibrillator (ICD) went into back up mode. No intervention was reported. Patient condition was unknown.

Event description:
New information noted that the patient recently underwent a pulse ablation, which correlates with the backup event. It was confirmed that high-voltage therapies were active at the time. Programming changes were made. Patient condition was stable.